Event description:
It was reported that a spectrum infusion pump's #2 and #2 keys were working intermittently. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and eval was performed. The eval confirmed and reproduced the reported symptom. Eval found the #2 an #3 keys intermittently working caused by a failed keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.